Event description:
Info received indicates the technician found the ground reading was out of specification on the bed.

Manufacturer narrative:
The technician found the ground reading was .68 ohms instead of the maximum .25 ohms. The technician replaced the modular plug on the power cord to repair the bed.